Event description:
It was reported by the patient that while standing in the sun the patient "felt like she was going to blackout" and that her heart rate increased "from 35 up to 117" beats per minute. The patient asked if heat and sun could affect the implantable pulse generator (ipg). Communication with the clinic indicated that the patient has not been seen since the report and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.